Manufacturer narrative:
Qn#: (B)(4). The customer returned six loose clips from a cartridge 544240 hemolok l clips 6/cart 84/box for investigation. The clips were visually examined with and without magnification. Visual examination of the returned clips revealed that the clips appeared used as there is biological material present on the clips. The applier was not returned. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned clips. A lab inventory clip applier was used. The clips were manually loaded into the jaws of the applier. All 6 clips were able to properly load into the jaws of the applier and close. Two of the clips were applied to over-stressed surgical tubing and were both able to properly attach to the tubing. No functional issues were found with the returned clips. The IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to other remarks: ensure proper functionality." The reported complaint of "clip slipped off the vessel" was not confirmed based upon the sample received. Upon functional inspection, all six clips were able to properly load into the jaws of the lab inventory applier and close. Since no functional issues were found with the returned clips and the applier was not returned, the reported issue could not be confirmed. No further action will be taken.

Event description:
It was reported that the doctor found the clip slipped off the vessel during cholecystectomy. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot #73e1700248 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found the clip slipped off the vessel during cholecystectomy. The patient's condition was reported as fine.